Event description:
The patient reported sparking, exposed and frayed wires. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The patient electronic unit was received for evaluation. Visual inspection revealed exposed frayed wires to the power supply. Once a test power supply was connected to the returned patient, it powered on as expected. No sparking was observed. The returned unit passed all functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no manufacturing non-conformances were identified that are related to the reported event.. The cause of the reported damaged and sparking remains unknown.